Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. Correction to sections d4, g4 and h4 - updated device information.

Event description:
Procedure performed: lap appendectomy event description: information in initial email: we had a report from when using the [competitor device] laparoscopic system with the voyant, it was causing the camera screen to flicker on and off, can you advise have ye encountered the voyant to interfere with surrounding equipment previously complaint form information: lap appendectomy being performed in emergency theatre when camera stack went blank while activating the 5mm fusion (eb210) device. Case sopped and camera and accessories set up again. Same reaction to next activation. When the camera system was rebooted the surgeon [name redacted] discovered the tip of the lap voyant instrument had touched the adjoining structure cecum and caused a patient burn. The repair was done laparoscopically with lap staplers. Emergency theatre set up. Most electro surgical equipment in use were in close proximity. Patient was required to have cecum repaired post injury with laparoscopic staplers. Device was removed from the procedure. Generator used: 1368360 serial number (B)(6). Information received by applied medical representative via email on 23may23: I have checked with the hospital biomed who raised this issue and he has advised that the voyant instrument that was used during this procedure was disposed of following the surgery. I do not have access to the lot number I note that [name redacted] have said there is no issue regarding the camera stack. Information received by applied medical representative via email on 24may23: the voyant system functioned correctly, and the hospital probably need to investigate the theatre set up as indicated in the IFU where rf interference can occur with proximity of electro surgical units in proximity. Additional information received by applied medical rep via email on 18aug23: it is confirmed that an eb215 device was used in this procedure. Type of intervention: intensive surgery to repair cecum following injury patient status: recovering well now but required more intensive surgery to repair cecum following injury

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation, however the associated generator will be returning. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: lap appendectomy. Event description: information in initial email: we had a report from th3 when using the karl storz laparoscopic system with the voyant, it was causing the camera screen to flicker on and off, can you advise have ye encountered the voyant to interfere with surrounding equipment previously. Complaint form information: lap appendectomy being performed in emergency theatre when camera stack went blank while activating the 5mm fusion (eb210) device. Case sopped and camera and accessories set up again. Same reaction to next activation. When the camera system was rebooted the surgeon [name redacted] discovered the tip of the lap voyant instrument had touched the adjoining structure cecum and caused a patient burn. The repair was done laparoscopically with lap staplers. Emergency theatre set up. Most electro surgical equipment in use were in close proximity. Patient was required to have cecum repaired post injury with laparoscopic staplers. Device was removed from the procedure. Generator used: 1368360 serial number (B)(6). Information received by applied medical representative via email on (B)(6) 2023: I have checked with the hospital biomed who raised this issue and he has advised that the voyant instrument that was used during this procedure was disposed of following the surgery. I do not have access to the lot number I note that [name redacted] have said there is no issue regarding the camera stack. Information received by applied medical representative via email on (B)(6) 2023: the voyant system functioned correctly, and the hospital probably need to investigate the theatre set up as indicated in the IFU where rf interference can occur with proximity of electro surgical units in proximity. Type of intervention: intensive surgery to repair cecum following injury. Patient status: recovering well now but required more intensive surgery to repair cecum following injury.